Event description:
Breastfeeding implant making me ill. Constant pain in left breast, lymph nodes in left armpit permanently swollen. Lymph node in left side of neck permanently swollen. Ongoing investigations, fatigue.